Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the fluid could not flow out of the luer. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation/correction: the evaluation results were inadvertently omitted in the initial medwatch report. No flow condition not confirmed. Visual examination of the unit showed no signs of blockage or abnormality in the delivery tubing or the bladder. Upon sample receipt, flow was readily observed at the luer. The assignable cause could not be determined at this time. Additional/correction: the batch review information was inadvertently omitted in the initial medwatch report. A batch review has been performed and there were no exceptions associated with the manufacturing of this device.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.